Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The cause of the reported issue is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported discomfort under the skin at the incision site and requested an explant. An explant procedure was performed on (B)(6) 2023. The patient is doing good following the procedure and they hope to be implanted with a new lead after they have healed.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The cause of the reported issue is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported discomfort under the skin at the incision site and requested an explant. An explant procedure was performed on (B)(6) 2023. The patient is doing good following the procedure and they hope to be implanted with a new lead after they have healed.